Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was a total of eight (8) patients who experienced transient or persistent phrenic nerve palsy (pnp); with unknown treatment/resolution. There was one (1) patient who had cardiac tamponade; with unknown treatment/resolution. There was one (1) patient who had deep vein thrombosis; with unknown treatment/resolution. There were two (2) patients who had femoral pseudoaneurysms; with unknown treatment/resolution. Three (3) patients had hemoptysis, and three (3) patients had neck hematomas; all with unknown treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.